Event description:
It was reported that during implant attempt, the lead was fractured; had svc coil issue. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; full lead returned.

Manufacturer narrative:
Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed that the defib conductor was distorted and there was blood noted in the helix mechanism. Adhesive under the body of the distorted conductor indicates that the lead was within specifications prior to this event.